Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
While using day aligners, the customer completed check in and reported "discomfort text I know there supposed to be soreness because of the teeth being shifted from the pressure, but the aligners plastic on the edges are sharp I've had to file quite a bit but it's making my inside of lips tender and hurting. For the most part is my inner lip hurting and a bit of gums but I can handle the gums part the lip part is just very annoying. I didn't know it would such a scratchy feel."